Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient stated they were receiving a mixture of high and low values. The values continued going up and down and were erratic. Eventually it was high and stayed high, so the patient continued taking a extra insulin and then ¿it crashed¿. The patient looked at the insulin pump and it was displaying 140 mg/dl but he felt like he was at 50 mg/dl and did not feel right. While the cgm was displaying 140 mg/dl, the patient took 15 or 20 grams of glucose and at e 23 grams of peanut butter crackers. After treatment, the patient stated, ¿it went low and that¿s when it crashed¿. Paramedics were called and the patient was treated with glucose. The patient was transported to the hospital where they were kept overnight for observation for a concussion. While at the hospital, the insulin pump was stopped, and the sensor was removed. The patient¿s blood glucose was monitored by finger sticks and laboratory tests were done due to a seizure that he ended up having at the hospital on (B)(6) 2025. The patient was reportedly found unconscious and then regained consciousness. The patient was discharged from the hospital on (B)(6) 2025. At the time of the report, the patient was doing better and was having memory issues from the event. Additionally, at one point on (B)(6) 2025, the patient checked a finger stick and it was 240 mg/dl while the insulin pump was 400 mg/dl before the sensor was removed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
The wearable was inserted into the arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2025." H2 correction